Event description:
Physician started to give pt an injection with the syringe and the barrell of the syringe buckled. This was the second time that this has happened when the physician used this device.

Event description:
Add'l info rec'd from MFR 9/27/02: as a corrective action, based on the customer's feedback, the mfg site has instituted changes to the plunger rod plastic resin, which has reduced the potential for plunger rod bending. The mfg facility has been advised of this report. All product incident reports are logged into a database that is reviewed regularly for possible emerging trends that will identify any corrective actions warranted to provide continuous improvement.